Event description:
It was reported that the log files were submitted for analysis. The patient had called 911 on 10mar2026 due to alarms. The alarm screen displayed a driveline disconnect at 7:48 for 13:29. The log file review did not capture reported driveline disconnects on 10mar2026 as they have already been overwritten by new data. The periodic log files (set every 1 hour) also did not capture any driveline disconnects on 10mar2026. The event log files submitted only contained data from 16mar2026 to 17mar2026 which contained cluster of pulsatility index (pi) events. It was noted that in the event of driveline disconnect, it was not confirmed if it was from modular cable or system controller. There were no notable alarm conditions or parameter changes seen in the log files. Based on the data visible in the log file, the mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically. It was reported that the cause of driveline disconnect was identified as unknown and the driveline disconnect alarms resolved after reconnecting. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was unable to be confirmed. The submitted log files revealed the system appeared to operating as expected throughout the log file. No notable events were observed. The heartmate 3 system controller ((B)(6)) was not returned for analysis. Provided information indicated that the patient had called 911 on 10mar2026 due to alarms. The alarm screen displayed a driveline disconnect at 7:48 for 13:29. The log file review did not capture reported driveline disconnects on 10mar2026 as they have already been overwritten by new data. The periodic log files (set every 1 hour) also did not capture any driveline disconnects on 10mar2026. It was also reported that the cause of driveline disconnect was identified as unknown and the driveline disconnect alarms resolved after reconnecting. The patient was stable. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 left ventricular assist system (lvas) patient handbook,section 5 - ¿alarms and troubleshooting¿, and the heartmate 3 IFU with heartmate touch section 7 - ¿alarms and troubleshooting¿, instruct users on how to identify and respond to alarms that sound from their controller, including driveline disconnect, power cable disconnect, and backup battery fault alarms. Heartmate 3 IFU, section 2 ¿ ¿system operations¿, instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook, section 2 ¿ ¿how your heart pump works¿, warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 IFU, section 8-¿equipment storage and care¿, and heartmate 3 patient handbook, section 6-¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller and power cables. The patient handbook and IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.